Event description:
Pt undergoing left hip prosthesis insertion. Bp - EKG charges noted after injection of bone cement. Resuscitation attempts unsuccessful. Surgeon states that he doesn't think bone cement was cause of cardiac arrest.